Event description:
The pt reported a loss of therapeutic effect. The pt began experiencing a burning sensation and numbness approximately three months ago. The patient stated the device has never worked on the right side and lead migration was confirmed by x-ray/fluoroscopy. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.